Event description:
A physician reported a pt who was treated on 1/29/97 into acne scars at the cheeks and chin. The pt developed an immediate bruise at the right cheek injection site. On 1/30/97, the pt awoke with deeper discoloration which was surrounded by a white ring. On 1/31/97, the pt presented with continuing symptoms. The physician diagnosed a vascular occlusion and prescribed nitropaste. On 2/28/97, the pt alleged persistent erythema at the site of necrosis. A consulting physician told the pt he had a 'collagen reaction'; hydrocortisone cream was prescribed. On 8/1/97, a f/u request was sent to the physician. On 2/1/98, no response to the f/u request was received.